Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the first proximal strut lifted and pulled proximally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-jun-2019. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 75% stenosed, 36.6mm in length, eccentric, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2.5 x 10 balloon catheter, a 2.75x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was ended. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed stent damage.